Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer keeps failing and would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2014 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 6 and 7 on the auxiliary unit that were not opening properly. The field service engineer discovered that the rails were missing the bumper slides. The missing components were replaced, and the drawers were retested. Both drawers began functioning correctly, and further verification through hardware test application (hta) confirmed that all systems were operating as expected. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer keeps failing and would not open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.